Manufacturer narrative:
The fse confirmed the leak during a preventative maintenance procedure from the bottom of the flowcell and at quick disconnect 2. The fse stated the leakage was crystallized and crusted over. The fse replaced the flowcell and both the male/female quick disconnect 2 resolving the leak. Also during the pm, the fse found the compressor was slow to recover pressure and the ls preamp maxed out laser voltage at 1401. The fse replaced the compressor, ls preamp and laser resolving the issues. Failure mode of the leak is related to a faulty flowcell and quick disconnect 2; pending part investigation. (B)(4).

Event description:
The fse reported that while performing a pm, she noticed an undetermined amount of fluid had leaked at the bottom of the flowcell in the coulter lh 500 hematology analyzer. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.